Event description:
Alaris pump IV tubing was removed from the package, nurse went to prime tubing to find that it was broken. It was broken towards the end of the line, not near any of the blue areas. No one was exposed, the nurse noticed it when priming the tubing with normal saline. Manufacturer response for set, administration, intravascular, alaris, versasafe (per site reporter). They have requested that the tubing be sent back to them in order for them to investigate the problem.